Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for a 66-year-old male patient. The following results were provided: (customer provided reference range is 3.5-5.2 mmol/l). Sid (B)(6) initial result = 6.50 mmol/l, repeat result = 4.9 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
Correction in section b5: corrected typographical error of alinity c to architect c16000. The field service representative inspected the architect c16000 processing module, performed troubleshooting procedures, found there were bubbles in the 1ml syringe and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with 1ml syringe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) or 1ml syringe was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for a 66-year-old male patient. The following results were provided: (customer provided reference range is 3.5-5.2 mmol/l) sid (B)(6) initial result = 6.50 mmol/l, repeat result = 4.9 mmol/l no impact to patient management was reported.